Event description:
A malfunction was reported on a pump, and the customer noted several malfunctions following the initial instance on march 6, 2025. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump.